Event description:
Received on-call page from customer site. Customer reported that they could not see some of the patients in the room. Getting a "check network" message on the screen as well. (B)(4) customer service checked the logs and found that the terminal server was not reachable on the network. This resulted in a temporary potential loss of centralized patient monitoring for any bedside monitor that was hard wired only. There was no report of any patient harm as a result of the reported events. The customer did not provide any patients information.

Manufacturer narrative:
Welch allyn technical service remotely assisted the customer to regain network access. The terminal server was rebooted by hospital staff and the problem resolved. The terminal server will not be returned as it is now working fine. While a root cause is not able to be determined, the issue is likely a result of an isolated issue with the terminal server. There have been no subsequent, similar complaints. The terminal is an off-the -shelf computer peripheral made by another manufacturer and sold by welch allyn. Welch allyn does not possess trouble shooting capability beyond identifying these subcomponents as the sources of failure. Results: remote analysis of log files performed.